Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator for myofacial pain syndrome. It was reported there was an extension issue. It was reported that during a normal battery replacement (due to 9 yr. Life) the physician had a difficult time removing the extension from the ins. It was reported that upon removal the extension had some deformed contacts. The impedances were reported to be normal. It was reported that the revision has not occur and there was no schedule yet. No symptom reported.

Event description:
Additional information received from the manufacturer representative reported that the high impedance issue with the electrode was resolved by battery replacement with a new extension. It was reported that the extension has been replaced and the high impedance issue resolved.